Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter phone: (B)(6). Fax: (B)(6). Postal code: (B)(6). Initial reporter occupation = unknown. Device evaluated by mfg = other (code unspecified, device evaluated by MFR: (81) = device availability/return unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a fetal death occurred after use of a cook cervical ripening balloon w/stylet. The patient was a 29-year-old, primipara, that was being induced at 41-weeks gestation for post-dates with a bishop score of 2. The patient and fetus had no underlying medical issues or concerns and there were no abnormal findings at time of device placement. The device was placed and 60mls of saline was used to inflate each balloon. The patient was then sent home with the device in place because she was considered low-risk. The patient began having contractions at home 6 to 8 hours after device placement and returned to the facility. No fetal heart tones were found upon external monitoring. The device was removed when the patient was 6cm dilated, membranes were ruptured at time of device removal, and it was noted that a loop of umbilical cord was presenting in front of the baby¿s head (cord prolapse). It was reported that the device did not malfunction. The patient had a spontaneous vaginal delivery with no delivery or postpartum complications. An autopsy will be performed but results are not available at this time.

Manufacturer narrative:
Event description: it was reported that a fetal death occurred after use of a cook cervical ripening balloon w/stylet. The patient was a 29-year-old, primipara, that was being induced at 41-weeks gestation for post-dates with a bishop score of 2. The patient and fetus had no underlying medical issues or concerns and there were no abnormal findings at time of device placement. The device was placed and 60mls of saline was used to inflate each balloon. The patient was then sent home with the device in place because she was considered low-risk. The patient began having contractions at home 6 to 8 hours after device placement and returned to the facility. No fetal heart tones were found upon external monitoring. The device was removed when the patient was 6cm dilated, membranes were ruptured at time of device removal, and it was noted that a loop of umbilical cord was presenting in front of the baby¿s head (cord prolapse). It was reported that the device did not malfunction. The patient had a spontaneous vaginal delivery with no delivery or postpartum complications. An autopsy will be performed but results are not available at this time. Investigation - evaluation : reviews of instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. Review of the customer testimony and relevant manufacturing documents does not indicate that the device was manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use, contraindicates ¿transverse fetal orientation; prolapsed umbilical cord¿. It was reported that the midwife did/does not check/scan for cord or fetal orientation before/during/after device placement. It is unknown if the fetus changed position or the cord prolapsed while at home. Also, the IFU instructs, "perform an abdominal ultrasound to confirm singleton, vertex presentation and to rule out partial or complete placenta previa and/or placenta percreta.¿ it was reported that the midwife did/does not check/scan for cord or fetal orientation before/during/after device placement. It is unknown if the fetus changed position or the cord prolapsed while at home. The date of the patient's last ultrasound is unknown. Based on the available information, it was concluded that the cause of the event cannot be traced to the complaint device and was most likely related to the patient's condition. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 29jun2023: it was reported that all patients have an ultrasound scan to check fetal presentation and digital palpation to check engagement of presenting part immediately prior to device placement. Fetal station of the presenting part is also assessed during vaginal examination immediately prior to device placement and that the device is not placed if the presenting part is 'high'.

Manufacturer narrative:
B5: additional information received 29jun2023. Event description: it was reported that a fetal death occurred after use of a cook cervical ripening balloon w/stylet. The patient was a 29-year-old, primipara, that was being induced at 41-weeks gestation for post-dates with a bishop score of 2. The patient and fetus had no underlying medical issues or concerns and there were no abnormal findings at time of device placement. The device was placed and 60mls of saline was used to inflate each balloon. The patient was then sent home with the device in place because she was considered low-risk. The patient began having contractions at home 6 to 8 hours after device placement and returned to the facility. No fetal heart tones were found upon external monitoring. The device was removed when the patient was 6cm dilated, membranes were ruptured at time of device removal, and it was noted that a loop of umbilical cord was presenting in front of the baby¿s head (cord prolapse). It was reported that the device did not malfunction. The patient had a spontaneous vaginal delivery with no delivery or postpartum complications. An autopsy will be performed but results are not available at this time. Additional information was received stating all patients have an ultrasound scan to check fetal presentation and digital palpation to check engagement of presenting part immediately prior to device placement. Fetal station of the presenting part is also assessed during vaginal examination immediately prior to device placement and that the device is not placed if the presenting part is 'high'. Investigation - evaluation reviews of instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. Review of the customer testimony and relevant manufacturing documents does not indicate that the device was manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use, contraindicates ¿transverse fetal orientation; prolapsed umbilical cord¿. It was reported that the midwife did/does not check/scan for cord or fetal orientation before/during/after device placement. It is unknown if the fetus changed position or the cord prolapsed while at home. Also, the IFU instructs, "perform an abdominal ultrasound to confirm singleton, vertex presentation and to rule out partial or complete placenta previa and/or placenta percreta.¿ it was reported that the midwife did/does not check/scan for cord or fetal orientation before/during/after device placement. It is unknown if the fetus changed position or the cord prolapsed while at home. The date of the patient's last ultrasound is unknown. Additional information was received stating all patients have an ultrasound scan to check fetal presentation and digital palpation to check engagement of presenting part immediately prior to device placement. Fetal station of the presenting part is also assessed during vaginal examination immediately prior to device placement and that the device is not placed if the presenting part is 'high'. Based on the available information, it was concluded that the cause of the event cannot be traced to the complaint device and was most likely related to the patient factors/condition. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.